Event description:
It was reported that during initial implant, the helix of the lead would not extend after over sixty rotations of the tool. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead had been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turing the is-1 pin. When the helix was extended during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.